Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that after about one (1) hour of use it was found that the tube's connection part on a smiths medical cadd extension set being used to administer flolan was "torn off" and "hung down from" the pouch. It was reported that the connection part was fixed, it was "wound over the pump using a wristband to secure it." No adverse patient effects were reported.

Manufacturer narrative:
One cadd extension set was returned for analysis. The sample was visually inspected, at a distance of 12" to 24" and normal conditions of illumination. It was revealed that the male luer of the extension set was broken. A review of the manufacturing process was conducted by a quality engineer in order to verify that there are no situations or practices that could create the event as described. A sample of 32 units was taken in order to verify that all bonds were properly bonded and for damaged components; no discrepancies were found. No root cause has to be determined since it's unlikely that the damaged occurred during shm manufacturing process it's more likely that the damaged occurred when the product left the facilities.